Event description:
It was reported that the patient was seizure free for a long time with vns therapy. However, patient is now having seizures and also has nocturnal seizures. Additional relevant information has not been received to date.

Event description:
Additional information was received that the patient hasn't been seizure free since 2002. Patient's baseline with vns is 3-4 seizures per month, which is below pre-vns baseline of 4-6 seizures per week. Patient's medications have constantly changed. The increase in seizures are not believed to be related to vns therapy and are associated with patient's menses. There are plans for further surgical work up, repeat veeg, MRI, and pet.